Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): preliminary analysis noted telemetry issue-no output. Final analysis primary findings revealed transformer shorting, low resistance.

Event description:
It was reported after implantation, during the induction test, the implantable cardioverter defibrillator (ICD) did not deliver a high voltage therapy shock. Consequently, the physician attempted a manual shock over the emergency button; however this also failed. Therefore, the patient had to be shock with an external defibrillator. The device was immediately explanted, and the a high temperature was felt in which the device could held no more than two seconds.